Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date the forceps broke. The procedure was delayed approximately 20 minutes. The surgeon used a competitor instrument to complete the procedure. No additional medical treatment was needed. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
The investigation of the complained forceps has shown that the locking caps of the soft locking system are worn out. We are not able to determine the exact cause of the reported problem. We suppose that the locking mechanism got damaged due to long term use. Such damages might have been created due to continuous mechanical loadings on which the locking caps are subjected to.